Manufacturer narrative:
The complaint states left knee revision on (B)(6) 2016 for suspected attune tibial tray loosening. Findings, tibial tray had a good fixation between both the implant and bone interface. Tibial tray and insert revised only. Primary surgery date (B)(6) 2014 at (B)(6) hospital. X-rays and photos available. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left knee revised for suspected attune tibial tray loosening. Findings, tibial tray had a good fixation between both the implant and bone interface. Tibial tray and insert revised only. On march 2, 2016 information received, the patient had pain before revision.